Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative verified the gear pump pressures, performed checks, and performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable bicarbonate liquid results for 1 patient sample on 3 cobas 6000 c501 modules. The sample was tested on 3 cobas c501 modules. It is unknown which result was obtained on each module. The lowest result was 12 mmol/l, and the highest result was 16 mmol/l. The sample was repeated because the results were questioned by the physician. This medwatch will apply to the cobas 6000 c (501) modules with serial numbers (B)(6). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to cobas 6000 c501 module with serial number (B)(6).